Event description:
It was reported that stent dislodgement occurred, requiring an additional device. The patient was being treated for an occluded iliac artery and was scheduled for left leg angioplasty. Access was via pedal approach to a 90% stenosed, moderately tortuous, and moderately calcified common iliac artery. While advancing a 7.0x60x135 cm express ld stent, it shifted approximately 0.25cm on the balloon. It was decided to remove the stent to replace it; however, during withdrawal, the stent continued to move further off the balloon. When the stent was in the mid-anterior tibial artery, the stent was 90% off the balloon. An attempt was made to inflate the balloon slightly to better grip the stent; however, it was unsuccessful and it was noted that the stent completely dislodged from the balloon. The balloon was withdrawn and the stent remained in the anterior tibial artery. A 3x120 sterling balloon was used to expand and appose the stent to the 3mm vessel diameter and blood flow was confirmed. Temporary extravasation and prolonged procedure were noted. The patient was rescheduled for additional stenting and was expected to fully recover.

Manufacturer narrative:
G4 - premarket / 510(k): k133110, p090003.